Event description:
It was reported that the device did not respond to attempts at interrogation with two dirrerent programmers. It was explanted with reported no output. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device did not respond to attempts at interrogation with two different programmers. It was explanted with reported no output. No patient complications have been reported as a result of this event. 3500a further reports that the pacemaker malfunctioned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry conditions. The no output and no telemetry conditions were the result of lifted output bond wires. Manufacturer's device codes also used; it was reported that the device did not respond to attempts at interrogation with two different programmers. It was explanted with reported no output. No patient complications have been reported as a result of this event. 3500a further reports that the pacemaker malfunctioned. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to even interrogate, difficult to output, none pacing asynchronously device failure.